Event description:
It was reported that there was a gamma nail removal and conversion to a right total hip due a non-union. Upon attempting to remove the gamma nail the lag screw inserter gear was sheared off.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device retained by the surgeon.